Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The reported event was confirmed as a functional test revealed that the mechanism is broken. It is not possible to open or close the jaw. Further the multi-fire palm spring has come loose. Also the device shows signs of metal surface oxidation and the laser marks are faded. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.

Event description:
It was reported that during a shoulder arthroscopy biceps tendon synosthesis surgery the jaw of the device did not close anymore. The device broke outside of the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.